Manufacturer narrative:
Evaluation summary: the infusion pump was also evaluated by ecri at the request of the hospital. In summary, sereral flow accuracy tests were performed on both channels at ml/hr and 100 ml/hr. All of the accuracy results were within 5%. The cause of the reported occurrence could not be determined. The pump was returned to the hosp.

Event description:
The infusion pump was involved in an over delivery of a ntg solution. Channel one was programmed to infuse 3 ml/hr. Approx seven hours into the infusion the 250 ml bottle was found empty. There was no ill effect to the pt. The infusion pump was removed from pt use. However, no medical or surgical intervention was required.